Event description:
A dentist has a curing light that the hand piece registers too low to cut composite, about 200 mw/cm3. I asked if he has checked the light output on the built in light intensity meter and he said no. I explained how to test this and he said the indicator light does not turn red or green, it doesn't do anything. He will returned unit for evaluation. MFR ref #3005665377-2013-00009.